Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg and lead were explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient experienced a fall and the patient stated the scs ipg has concerns of flipping in the pocket and lead entanglement. X-rays confirm that the tension on the strain relief loop and an appearance of tangled wires close to the header of the ipg. Patient is unable to receive effective therapy. Patient also reported losing a lot of weight. As such, surgical intervention is pending to address the issue of lead and ipg at a later date.